Event description:
Additional information received that patient underwent surgical intervention, january 15, 2018 wherein the lead was explanted and replaced and connected to the same ipg. Reportedly, the patient's stimulation will not be turned on until the follow up in approximately 2 weeks.

Event description:
Additional information identified patient was reprogrammed multiple times. He gets great coverage but not great relief.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was experiencing ineffective therapy from their scs system since lead moved down. As a result, surgical intervention may be undertaken to address the issue.